Event description:
It was reported that three attempts were made to insert a catheter into a patient and each time the balloon ruptured.

Manufacturer narrative:
The clinician inserted a foley catheter into a male patient in the ICU. Three attempts with three separate catheters were made. The balloons were inflated with fluid and it was reported that each catheter fell out due to a ruptured balloon. The fourth catheter was inserted with no issue. No samples were retained for evaluation. The clinician stated no injury resulted. This is the first reported issue of this nature for this catheter. A root cause has not been determined.